Event description:
Received a letter from a consumer's spouse who alleges that pt's power wheelchair "popped a wheelie" while maneuvering on a van lift. This resulted in pt and the chair falling three feet off the ramp face first into the ground with the chair landing on top of pt. Pt allegedly died as a result of the injuries.